Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0rn4t, implanted: (B)(6) 2015, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
The patient reported that he had never had therapeutic effect and no stimulation sensation. The patient adjusted their stimulation the night prior to call. The patient felt stimulation for a few minutes after the adjustment. While on the call, stimulation was confirmed on. Increasing from 2.6 v to 3.5 v did not result in stimulation sensation. Two weeks later, the patient still had concerns regarding their device or therapy, but was working with their healthcare provider or manufacturer representative. An appointment date of (B)(6) 2015 was noted. It was later reported by the health care provider (hcp) reported that the patient had a (B)(6)% or greater symptom reduction. Reprogramming was performed on the patient. Multiple reprogramming attempts were performed; each one had some treatment benefit. Since the last lead activation change and increase in amplitude for bladder outlet, the patient was able to sleep an hour at a time in the past but more recently reported voiding 4x every half hour. The patient's nocturia had worsened since he started taking cialis. The device zapped the patient's testicle. The patient fell and had gross hematuria. Almost always the patient found it difficult to postpone urination. Almost always he had a weak urine stream. He had to get up to urinate 5 or more times from the time he went to bed to the time he got up in the morning. The patient was unable to maintain an erection. The patient experienced a loss of therapeutic effect and loss of stimulation that was sudden in nature. The patient claimed that interstim was ineffective for his frequency of urination. The patient was not recovered and symptoms/issues were on going. The patient visited their hcp on (B)(6) 2015. The patient was having pain in new locations. The patient has scrotal edema on both sides. The patient had hydronephrosis on the right side. The patient had sharp, intermittent pain in the flank area that was sudden in onset and visited the ER for it. The flank pain later resolved. The patient "passed small flecks". The patient had a hernia on their right with pain on the side of his hernia when he lifted, strained or coughed. The patient urinated too frequently in the day time. The patient had an abnormal sensation when needing to urinate. The patient may have passed a kidney stone which could account for ureteral abnormalities. On (B)(6) 2014 the patient had frequency of urination; interstim was adjusted to 3.7 from 2.9. The patient had some benefit from the interstim but continued to have urinary tract infections (utis). The patient was started on bactrim for a presumed uti. The patient's interstim stage I worked spectacularly so the patient was advanced to stage ii which appeared to be healing well. The program was switched to lead iii and boosted the power to 2.5 which had good effect. The patient was advised to use topical antifungals for what appeared to be tinea cruris. The patient had chronic neck pain. The indications for use (ifus) were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.